Manufacturer narrative:
The complaint is not confirmed. No pressure, flowrate, or power discrepancies were observed when the unit was running for three hours. The unit also passed other bench tests during the evaluation.

Event description:
It was reported that the ar-6480 pump, would not stop running. Ts: pressure is consistent but, flow rate is over 1000. Additional information 4/6/2021. It was reported during a hip procedure the ar-6480 pump, would not stop flowing. The case was completed using a back up ar-6480.